Event description:
It was reported by service report that the customer alleged that the zoom function of the stretcher stops working periodically when going over bumps. Stryker technician evaluated the unit and found the zoom function to be working to specification.

Manufacturer narrative:
Csi box. Stryker technician could not duplicate the event and found the unit operating to specification. Communication cable and csi box were replaced as a precautionary measure.